Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: v296972, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she had swelling and hurting on the top left side of her head where the lead is and where it runs behind her head. It has been on and off for the past couple of weeks. Patient also reported that the healthcare provider (hcp) tested her for an infection and the test came back negative. Two weeks later, patient further reported that she saw hcp last thursday and she was informed by hcp that the device should be explanted due to the way it was implanted. Patient stated she had lots of trouble with it. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.